Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 35mm amplatzer cribriform occluder was implanted. The sizing of the device was determined via echo. Stability check was performed and no leak was observed. There were no reported difficulties during implant. One hour post-implant, the occluder completely dislodged from the implant site and embolized to the pulmonary artery. It is suspected that intra-cardiac imaging did not support fully ensuring the occluder was fully implanted. The patient did not experience a rhythm change during procedure, but did experience arrythmia 1.5 hours post-implant. The occluder was snared percutaneously with an 18f snare and removed. A new 30mm amplatzer pfo occluder was successfully implanted. The patient was reported to be in stable condition. Of note, a 25mm amplatzer cribriform occluder was mis-sized prior to the 35mm cribriform. There are no allegations of malfunction with the 25mm cribriform.

Manufacturer narrative:
An event of migration or expulsion of device (device migration) and explant was reported. The device was returned to abbott for investigation and the device met dimensional specifications when analyzed. It was suspected that intra-cardiac imaging did not support fully ensuring the occluder was fully implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The echo imaging provided showed the implant in position and then later no implant present. It appears that the implant was in a reasonable position prior to release. Based on the available information, the cause of the reported event appears to be related to procedural condition and patient conditions. The reported unexpected medical intervention was a result of case-specific circumstances as a device was snared and removed. There is no indication of a product quality issue with regards to manufacture, design, or labeling.